Event description:
It was reported that when asymptomatic patient presented in clinic, impedance was found to be higher than the normal range on rv lead. Capture threshold was noted to be high. Lead was capped and replaced on (B)(6) 2017. Patient tolerated the procedure well and was being monitored.